Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient had their scs system explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01653. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-ray. Surgical intervention may be taken at a later date to resolve the issue. Note: it is unknown which lead has migrated, as such both leads are being reported.